Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll solex catheter was inserted. During the end of the treatment, the staff has a difficult time removing the catheter. The customer then cleaned the catheter with chloroprep and advanced slightly then it was removed easily. The catheter was reported to look pulled off. No patient consequences were reported. No other additional information was provided.